Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: product was not returned. The provided x-rays were reviewed, it can be observed that a screw was found to be break through the plate. Hence, the observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. There are no indications on the x-rays that the other implanted screws have encountered a similar issue. Furthermore, no investigation for the involved plate is possible as the x-rays provided were captured in a lateral view which makes it impossible to draw any further conclusion. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a 3.5 variable angle (va) left proximal lateral tibia surgery, 8 steel holes, with percutaneous introduction, the first va hole of the second row of the proximal holes did not retain the l70 va-lcp locking screw. When tightened with the dynamometric screwdriver, the screw had gone through the plate and was in the cortex. There was a five (5) minute surgical delay but the surgery was completed successfully. Concomitant devices: unknown screwdrivers: trauma (part # unknown, lot # unknown, quantity 1), unknown screws: trauma (part # unknown, lot # unknown, quantity 1). This report is for one (1) 3.5mm va-lcp prox tibia plate small bend/8h/147mm/left. This is report 1 of 2 for (B)(4).